Event description:
It was reported that customer experienced cartridge issues, cartridge was not going to work due to leaking at top. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, case was created to document concern regarding possible leaking cartridge, and follow-up actions were planned, but no additional information was received regarding the outcome of the event.